Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019 - (B)(6) 2019. (B)(4). Device evaluation: the lens was observed cut in two pieces, that could be related to the explant process. Lubricant material residues and loose particles can be observed on the lens surface. Both haptics looks in good conditions. As the reported issue is unspecified and no additional details was provided there is no issue to verified. Based in the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that one additional complaint was received from this production order for cosmetic and no indication of a product malfunction was identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to a mechanical failure. There was no vitrectomy, incision enlargement or sutures required. There was no patient injury. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 12/16/2019. Through follow-up the date of event was provided. Therefore, section 'event date' previously reported as (B)(6) 2019 is now been updated accordingly. It was also learned that the patient experienced light sensitivity. The replacement lens was a different model but same diopter. The patient is still experiencing blurred vision. Best corrects to 20/20 vision and is using eye drops. No additional information was provided. The following sections have been updated accordingly: date of event: (B)(6) 2019. (B)(4). Device evaluation: the received lens was observed cut in two pieces, that could be related to the explant process. Lubricant material residue and loose particles can be observed on the lens surface. Both haptics look in good condition. There was no issue against the lens quality. No product quality deficiency was reported. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed one other complaint was received under this production order; however, there was no indication of a product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.